Event description:
Reporter alleged the customer obtained the results of hi (greater than 600 mg/dl) and 96 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. Reporter indicated that the yellow window may not have been completely filled, but that the customer was dosing the strip properly. No adverse event reported. A request was made for the return of the affected product.

Event description:
This is a spontaneous report received from the (B)(6) to baxter (B)(4). Reportedly, on unspecified date, the patient (B)(6) has connection issues with (B)(4) homechoice auto pdset 8-prong cassette ((B)(4)). During the priming phase, the liquid begins to pass through the line, it is disconnected from the bag and the liquid leak on the floor. Sample not available. This is report 1 of 3.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.